Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station recognize the meds as already been pulled out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a storage space failure during the removal process. A technical support specialist (tss) explained to the customer that the user was unable to dispense the order because the system detected it had already been dispensed. Further the tss advised customer to have the user go through the return workflow by selecting the patient profile and performing a return, if possible, to see if that allows the order to be dispensed again. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station recognize the meds as already been pulled out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.